Event description:
It was reported that during a ptca procedure in a mid right coronary artery, after predilatation, the multi-link plus was advanced along the guide wire, and pressure was applied. However, the balloon ruptured at 12 atm and a perforation occurred. Another balloon was used to treat the perforation successfully.